Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.

Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
Patient reported that they had stopped using their aligners in (B)(6) 2024 when they saw their dentist and had to get a root canal on their front tooth. Their dentist said to stop them immediately. This is a contraindicated patient.